Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the device jammed and then started spitting clips. Another device was used to complete the case with no pt consequence.